Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper stem , pn 00771100910, ln 62316429, continuum tm shell, pn 00875705401, ln 62317190), continuum vivacit-e acetabular liner pn 00885101136, ln 62375236). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05059, 0001822565-2019-05098. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. It is reported that the patient underwent a revision procedure due to unknown reasons. Medical records received note revision due to pain, metallosis, elevated metal ion levels, and intraoperative findings of black corrosion at the head/trunnion, large destructive pseudotumor, and tissue damage including necrosis. The head and liner were successfully revised without intraoperative complications.. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate that pre-revision radiographs showed bone loss, MRI showed large pseudotumor. Surgery was delayed over 6 months due to hernia repair and subsequent cardiac issues requiring clearance. Lab results showed elevated cobalt and chromium levels. Metallosis secondary to trunnion corrosion of r tha ¿ black corrosive material in the head as well as on the trunnion, used a scratch bovie pad as some of the corrosion would not come off with just a lap sponge. Large - size of tennis ball, destructive, necrotic, pseudotumor rt hip that extended and created a hole through the gluteus medius tendon and muscle, half of the gluteus medius was overall missing- frozen section of pseudotumor. Negative for infection, also sent for culture, brown-grey rind of necrotic tissue in the joint debrided ¿ more specimens sent for testing. Acetabular and femoral bone loss ¿ erosion of anterior and posterior calcar and osteolysis around a portion of the femoral stem, all debrided out. Acetabular & femoral components were stable, solid, well fixed/ingrown and left in place. Revision of femoral head & acetabular liner, removal & excision of pseudotumor, repair of gluteus medius muscle and tendon. Mild increased leg length on the operative side 2-3 mm (does not say leg length discrepancy). Hemovac placed to help decompress the dead space created from debridement and loss of muscle, tendon, other soft tissues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.